Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 5 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on 01-jun-2024 & 19-jun-2024 six infusion set fell off during use and infusion set is long for few hours to one day of use. The blood glucose level was 180-199 mg/dl. No further information available.